Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working. A revision surgery is planned. There were no patient complications reported.

Event description:
It was reported that the patient underwent surgical intervention to reposition the inflatable penile prosthesis (ipp) to prevent a distal erosion of the cylinder. The patient had previously experienced discomfort from the distal tip, so the ipp was repositioned and there were no components explanted. There were no patient complications reported.